Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer's blood glucose.